Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The physician advanced a 1.5 x 15mm maverick balloon catheter to the lesion, the device was inflated to 6atm, when the rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a pinhole leak was identified over the distal edge of the center markerband. An examination of the markerband and balloon material identified no issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).